Manufacturer narrative:
(B)(4). Eval summary: a lower than expected battery voltage of 2.35 volts was observed, confirming the reported field experience. The power consumption of the device was measured and found to be normal.

Event description:
It was reported to st. Jude medical that the device was explanted when the battery voltage reached eol, 33.2 months after implant.